Event description:
Ous MDR - it was reported that approximately 43 months after the implant oversensing with artifacts and aborted shocks were observed. The lead was capped (proximal portion including the yoke was cut off) and a new lead was implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment, including the shock coil and the lead tip, was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the available fragment did not reveal any sign of a material or manufacturing problem.